Event description:
Patient was implanted with a remede system on (B)(6), 2022 by dr. (B)(6). On (B)(6) 2024 the patient underwent an ipg change out for battery end of life. After the ipg change out, on an unknown date, the patient developed a pocket infection requiring a system explant on (B)(6) 2024. No additional details are available.

Manufacturer narrative:
This 3500a form, report number 3009144177-2026-00006 is an identical copy of failed 3500a form submission, report number 3009144-2024-00012 originally submitted on 12/24/2024. The original 3500a form failed at ack3 due to the following error: only one PMA/510(k) is allowed per report. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.